Event description:
The international customer reported the device alarmed with vent inop machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed with vent inop machine and proximal pressure sensor failure. There was no patient involvement.